Event description:
Revision total hip replacement for dis-association of pinnacle poly liner from cup.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.